Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis replicated and confirmed the customer complaint "c33 errors". During testing, the unit displayed the error code c33 at startup. The log showed error c00. It will be returned to the original equipment manufacturer (OEM). Probable root cause is attributed to the defective generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) and the motion controller console (mcc). The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
It was reported that the erbe generator powered on with an error c-00. The technical service engineer (tse) confirmed a related error c-33 in the system logs. The tse had the customer hard power cycle the erbe but the issue remained. The customer opted to move the upcoming case to a spare vision side cart. There was no report of patient involvement or patient injury.